Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, brown particles in inner surface, broken plug strap with sharp edge, a sharp opening on anterior side. Adimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and deflation.

Event description:
Healthcare professional reported left side replacement surgery "due to voluntary recall", "spontaneous deflation of left textured breast implant", and "defective valve". Device has been explanted.